Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her pump kept pumping out basal rates and she isn¿t able to get her blood glucose to go down. Her pump isn¿t pumping at all currently and she says that it takes 5 minutes to rewind. The customer said that her blood glucose was 512 mg/dl the other day and she has received no more alarms than what she normally receives. The customer said that when she checks her blood glucose or insulin, she is prompted to check for occlusions and prompted to rewind all the way. She disconnected and by the time she came back, she said that it was still rewinding and that it took a long time. The customer mentioned that she was in a coma about 2 years prior. During troubleshooting for high blood glucose, the customer said that her current blood glucose is 415 mg/dl. She said that she has been throwing up once every two days for about a month but feels okay to troubleshoot. She stated that she contacted her doctor the day prior. She had her a1c checked and was taught how to place the set in her skin correctly and uses an injection for anything for a blood glucose over 250 mg/dl. She stated that there had been a change in her pump programming recently because her blood glucose had hit 400 mg/dl. The customer does not have the tubing clamp to perform the high-pressure test and will call back. The insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform self test, off no power test, unexpected alarm error test, occlusion test, prime test, excessive no delivery test and, displacement test due to motor error alarm. Pump passed idle current test and run current test. Unable to verify excessive no delivery alarm due to motor error alarm. Unable to perform bolus wizard test and air bubble check due to motor error alarm. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.